Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that one day post implant, the pulse generator exhibited a diagnostics anomaly during interrogation. Upon re-interrogation, the device functioned normally. No patient symptoms were reported.

Manufacturer narrative:
(B)(6).